Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 479 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was disconnected from the pump and was treated with fluids and an insulin drip. The next day the customer was put back on the pump and the bg level immediately increased. The cause of the initial high bg was not known and small air bubbles were observed in the tubing after the second occurrence of the high bg. The infusion set tubing was disconnected from the cartridge. During troubleshooting with tandem customer technical support (cts), the tubing was reconnected and a pump system check was performed. Insulin was observed exiting the cartridge and tubing. When the non-tandem infusion set cannula was removed, the site bled. Cts advised the contact to change out the pump supplies. Although multiple attempts were made to confirm the customer's discharge date and to confirm if the customer resumed pump insulin therapy, the customer did not reply to the requests.